Manufacturer narrative:
Pending device return.

Event description:
During a revision of a logic ps size 1, 11mm, it was discovered the post broke off the insert.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of misalignment of the femoral component in the frontal plane relative to the tibial insert, which led to pronounced contact between femoral cam / intercondylar box and the femoral cam. Such phenomenon resulted into decrease of the transversal section area of the tibial spine due to cold flow and/or wear; which precipitated the fracture of the tibial spine.

Event description:
Index surgery: (B)(6) 2012. Revision due to tibial loosening and pain.